Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) did not meet the physician's expectations with respect to longevity. Consequently, after 28.2 months, the device was explanted and replaced with a bi-ventricular system.